Event description:
The patient experienced shocking or jolting in his area of paresthesia following removal of a breast tissue lump with electrocautery. The implantable neurostimulator was not turned off during the procedure. The patient was at home at the time of the complaint; his status was reported as 'good.' Additional information has been requested. A follow-up report will be submitted if additional information becomes available.